Manufacturer narrative:
(B)(6) device is a combination product. (B)(4). Device evaluated by MFR: the promus premier ous, mr 3.0 x 38mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no damage to the proximal struts 1-16 however; the remaining struts were pulled and lifted in a distal direction. Based on the damage noted it is likely the crimped stent may have encountered resistance & subsequent damage during withdrawal attempts. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a hypo tube kink 55mm distal to the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found slight damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 16-nov-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed, 3mm in diameter, eccentric target lesion containing a lesion bend of <= 45 was located in the moderately tortuous and non-calcified coronary artery. Predilatation was performed with a balloon. Following predilation, residual stenosis was 50%. A 38 x 3.00 promus premier¿ drug-eluting stent (des) was then advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damaged.